Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7097307/7103456.

Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming attempts. It was also noted that the ipg site was uncomfortable with certain sitting positions. The patient underwent an explant procedure wherein all device components were removed and were not returned.